Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result for a 14-year-old patient who was not pregnant. The following data was provided: initial result 328.33 miu/ml on (B)(6) 2022, repeated negative (<1.20 miu/ml). Second sample collected on (B)(6) 2022); and was confirmed negative (<1.20 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 41518ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the architect total ss-hcg reagent. Labeling review concludes that the issue is adequately addressed. The overall performance of architect total ss-hcg reagents in the field was reviewed using worldwide field data. Median values (for the negative population) for the complaint lot(s) are within the established limits. Based on the investigation, no systemic issue or deficiency of the architect total ss-hcg reagent was identified.